Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to an infection in the scrotum next to the pump. A new 12mm x 20cm spectra penile prosthesis was implanted. It was further reported that in (B)(6) 2019 the patient presented with pain in the shaft. The physician believes it is doubtful that the device caused or contributed to the infection the patient had. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.